Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis nurse reported that a patient expired on (B)(6) 2015 in the afternoon. The patient was not connected to therapy at this time. The patient was noted to be unresponsive by the family and expired.